Event description:
Initial results for a patient amylase was 8 u/l. The result was questioned by the physician and the amylase was repeated on the original sample. The repeat result was 359 u/l. The account did not know if the patient was adversely affected by the incorrect result. The field service rep was unable to determine a cause for the discrepancy.